Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that a wire was exposed at the tip of the prograsp forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.